Event description:
It was reported that the patient had a non- union and beams broke. It is believed that the patient had a non-union due to poor bone quality. The patient had a frame on for 22 weeks and the foot did not heal, resulting in two broken beams.